Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited variation in impedance and a kink was observed in catheter. The rv lead also exhibited insulation breach was confirmed via visual examination. The rv lead and the catheter was not used and replaced during the procedure on (B)(6) 2025. The patient remained stable throughout.